Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate and experienced past issues with altitude alarms. The customer declined to troubleshoot. There was no reported impact to the customer's blood glucose level.